Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update as per medical records received 06-oct-2023: "the patient had significant layer from almost dead and mummified tissue inside the joint, most likely due to unusual reaction to osteolysis. All these tissues were meticulously removed and irrigated."

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'I have had the opportunity to review documentation related to pi including a product inquiry summary, an implant sheet from the index 2006 tha surgery and an operative report from the revision surgery. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. The 2006 implant record conforms an accolade stem with 40mm metal head was implanted along with a titanium shell and polyethylene liner. The revision operative report confirmed polyethylene liner wear. It also describes a layer of "dead and mummified tissue" within the hip. The surgeon opined that he thought was a local tissue reaction caused by osteolysis. No trunnion damaged was noted following removal of the femoral head. Revision surgery is confirmed . No documentation confirming altr or elevated serum metal ions was provided. The root cause of the polyethylene wear cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment.' Device history review: a review of the device history records indicates devices were manufactured and accepted into final stock on 24 feb 2006 with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot. Conclusion: a review of the provided medical records by a clinical consultant indicated: ' the 2006 implant record conforms an accolade stem with 40mm metal head was implanted along with a titanium shell and polyethylene liner. The revision operative report confirmed polyethylene liner wear. It also describes a layer of "dead and mummified tissue" within the hip. The surgeon opined that he thought was a local tissue reaction caused by osteolysis. No trunnion damaged was noted following removal of the femoral head.' No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update as per medical records received 06-oct-2023: "the patient had significant layer from almost dead and mummified tissue inside the joint, most likely due to unusual reaction to osteolysis. All these tissues were meticulously removed and irrigated."

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'I have had the opportunity to review documentation related to pi including a product inquiry summary, an implant sheet from the index 2006 tha surgery and operative report from the revision surgery. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. The 2006 implant record conforms an accolade stem with 40mm metal head was implanted along with a titanium shell and polyethylene liner. The revision operative report confirmed polyethylene liner wear. It also describes a layer of "dead and mummified tissue" within the hip. The surgeon opined that he thought was a local tissue reaction caused by osteolysis. No trunnion damaged was noted following removal of the femoral head. Revision surgery is confirmed . No documentation confirming altr or elevated serum metal ions was provided. The root cause of the polyethylene wear cannot be determined from the limited documentation provided. Should additional information become available I would be happy to further this assessment.' The addendum indicated "the operative report and implant records from (B)(6) 2013 verify that a v40 cocr lfit femoral head was implanted. No documentation was provided that would support injuries related to its implantation." -device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: a review of the provided medical records by a clinical consultant indicated: ' the 2006 implant record conforms an accolade stem with 40mm metal head was implanted along with a titanium shell and polyethylene liner. The revision operative report confirmed polyethylene liner wear. It also describes a layer of "dead and mummified tissue" within the hip. The surgeon opined that he thought was a local tissue reaction caused by osteolysis. No trunnion damaged was noted following removal of the femoral head. The addendum indicated "the operative report and implant records from (B)(6) 2013 verify that a v40 cocr lfit femoral head was implanted. No documentation was provided that would support injuries related to its implantation."' No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2014. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.